Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient alleged that the irritation was an infection caused by the garment clasps and turned into an open sore. Follow-up indicated that the patient ended use of the device because she can not wear it due to the wound. The medical outcome of the irritation is unknown.